Manufacturer narrative:
Continuation of d10: product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2003; explant date (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (1000mcg per ml at 120mcg per day) via an implantable pump. It was reported that there was a reservoir discrepancy. It was expected that the healthcare provider would aspirate 2.5cc but actually aspirated 12cc. The patient had reported intermittent increases in spasticity and mild withdrawal over the past few weeks. Those symptoms were resolved at this time. There were no known e nvironmental/external/patient factors that may have led or contributed to the issue. It was mentioned that there were no alarms that were sounding at the time of this report. The patient was referred to neurosurgery for further evaluation. The volume discrepancy was not resolved at the time of this report.